Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other applicable components are: product ID: 388928, lot# 0207403285, product type: lead. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturing representative (rep) reported on behalf of a healthcare provider (hcp) in a foreign clinical study that there was a dislocation of the lead and reprogramming was done. It was noted that there was no surgery done. No further complications were reported/anticipated.